Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported malfunction. The se found that the primary battery was not charging. The se replaced the primary battery and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that a 980 ventilator was inoperative when powered on. The ventilator was not in use on a patient at the time the malfunction occurred.